Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 600 mg/dl and diabetic ketoacidosis. Customer was treated with an intravenous insulin drip. The customer¿s hospital release date was not provided. Upon being released from the hospital there was no permanent damage to the customer. Reportedly, intermittent occlusion alarms occurred. The pump supplies were changed to resolve the reported occlusions.